Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via phone that a patient underwent a procedure on (B)(6) 2023 in which an ar-8919ds cmc mini tightrope implant system was implanted. The patient has complained of pain and is getting tested for an allergic reaction. There are no physical symptoms of an allergic reaction at this time. No further information was reported.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.